Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and patient was transferred to another lab to complete the case. The philips field service engineer (fse) inspected the system onsite and confirmed the image was appearing to be grey image. Upon troubleshooting, fse diagnosed detectors and controllers, advising fdc calibration or replacement as needed. On another follow up, fse found the fdc bist failed. To resolve the problem fse replaced the apm choice detector. After replacing apm detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopic screen was gray, which can impact imaging. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.